Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as tingling in the bilateral knee replacements. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.